Manufacturer narrative:
Manufactures investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient expired due to multi-system organ failure. Additional information was requested but not provided. The device was not returned. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multi-system organ failure (msof). Additional information was requested but not provided.